Event description:
A 3.0 mm diameter x 20 mm length sprinter rx dilatation balloon catheter was inserted in a pt for pre-dilatation of an unk artery. Vessel morphology is unk. It was reported that the balloon was inflated one time at 10 atms however, the balloon would not deflate. The physician was able to successfully remove the balloon, partially inflated into the guide catheter. A second sprinter was used to pre-dilate the lesion and a stent was implanted. The device has been discarded. The pt is reported to be fine and no additional clinical sequelae were reported. Please note that this device is distributed outside the united states; however, it is similar to the united states distributed product.